Event description:
User facility medwatch rpt.: (B)(4): it was reported that patient undergoing right total knee arthroplasty. During procedure 1/8" peg drill bit broke. Tip (approximately 1" long) retrieved from surgical site. 2nd drill bit was obtained and used to complete procedure. No injury to patient.

Manufacturer narrative:
An event regarding fracture involving a triathlon peg drill was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for evaluation. -medical records received and evaluation: records were not provided for review. -device history review: a lot ID was not provided for review. -complaint history review: a lot ID was not provided for review. Conclusions: the exact cause of the event could not be determined as the device was not returned for evaluation.

Event description:
(B)(4): it was reported that patient undergoing right total knee arthroplasty. During procedure 1/8" peg drill bit broke. Tip (approximately 1" long) retrieved from surgical site. 2nd drill bit was obtained and used to complete procedure. No injury to patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.